Event description:
Deflation of right breast implant, followed by bilateral removal and replacement.

Event description:
Deflation of left breast implant, followed by bilateral removal and replacement.